Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: DHR review: f inished goods DHR 9189528: product code 150640004 work order (B)(4) was manufactured on 26-june-2019. (B)(4) parts were manufactured per specification and all raw materials met specification. No scrap associated with this lot. No reprocessing associated with this lot. No deviations found. The expiry date of work order (B)(4) is 31-may-2029. The IFU component number for this lot is 090200873. Casting DHR 9116048: (B)(4) parts were manufactured per specification and all raw materials met specification. No scrap associated with this lot. No reprocessing associated with this lot. No deviations found. Root cause category: undetermined: insufficient information. Root cause description: as the complaint has not been verified, it is not possible to establish a root cause. Corrective action/follow-up: as the complaint has been deemed non-verifiable through the device history record review, it is not possible to establish corrective action.

Event description:
Updates received: treatment/impact: hospitalization (initial or prolonged): yes, and required intervention to prevent permanent impairment or damage: yes.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. Corrected: d3 manufacturer email. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for loosening tibial construct, right knee. Event is serious and is considered severe. Event is definitely related to device and is possibly related to procedure. Date of implantation: (B)(6) 2020. Date of event (onset): (B)(6) 2021; (right knee). Treatment: revision on (B)(6) 2021, of femur, tibial tray, tibial insert, tibial augment, tibial stem, tibial offset adaptor; patella retained.